Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be telemetered during a routine follow-up appointment. An x-ray of the implant indicates the ICD has been flipped over from its original implant location. It was further reported that the ICD and lead system had persistent atrial sensing issues.